Event description:
It was reported that pacing and sensing failure was noted at a device check. A subclavian lead fracture was confirmed on x-ray. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.